Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that this device battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A device replacement was recommended and to return device for a detailed analysis. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that this device battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. A device replacement was recommended and to return device for a detailed analysis. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicating that this device was explanted. No additional adverse patient effects were reported.